Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient underwent fillers treatment in ck1, nl, c2, c6, jw5, jw4 and ck4 with [unspecified] juvéderm® voluma¿, [unspecified] juvéderm® volift¿ and juvéderm® volux¿, where after 3 weeks of the treatment and non-device related "respiratory infection", started to experience "edema and mild pain at local palpation". The patient contacted us after about 3 days after the beginning of the clinic, saying that they did not have pain but the edema persisted. Hcp assessed the patient and "found hardened nodules where the products were deposited". "Thinking of a crossed immunologic reaction", medicated the patient with a short treatment of corticosteroids for 3 days without any result. After this process prescribed with amoxicillin+ ac. Clav 12/12h also without significant results. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-18805). This emdr is being submitted for the suspect product, juvéderm® volift¿.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 15/eb/2024.

Event description:
Healthcare professional (hcp) reported that a patient underwent fillers treatment in ck1, nl, c2, c6, jw5, jw4 and ck4 with [unspecified] juvéderm® voluma¿, [unspecified] juvéderm® volift¿ and juvéderm® volux¿, where after 3 weeks of the treatment and non-device related "respiratory infection", started to experience "edema and mild pain at local palpation". The patient contacted us after about 3 days after the beginning of the clinic, saying that they did not have pain but the edema persisted. Hcp assessed the patient and "found hardened nodules where the products were deposited". "Thinking of a crossed immunologic reaction", medicated the patient with a short treatment of corticosteroids for 3 days without any result. After this process prescribed with amoxicillin+ ac. Clav 12/12h also without significant results. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volift¿.

Event description:
Symptoms resolved.